Manufacturer narrative:
The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the surrounding lots. Visual inspection confirmed there were no defects or anomalies. Dimensional testing was confirmed to meet manufacturing specification. A review of the device history record indicated that there were no production related problems from this product code lot number combination. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the dilator kinked during a procedure. Follow-up communication from the user facility reported: (1) an abdominal aortogram with bilateral lower extremity angiography was being conducted; (2) the inner dilator kinked and would not accept an .035 wire; (3) the initial procedure was completed; and (4) there was no harm to the patient.